Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), headache ("headaches"), depression ("depression"), abdominal distension ("bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, headache, depression, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, depression, dyspareunia, headache, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ('pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt, my pain is mid mont like an ovulation') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride (zyrtec), ethinylestradiol;etynodiol diacetate (zovia), hydrocodone, lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migrain after essure procedure") and the first episode of fatigue ("fatigue had just an overall feeling of exhaustion"). In (B)(6) 2013, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In (B)(6) 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and the first episode of weight loss poor ("unable to lose weight/weight loss difficulty"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), the first episode of ovarian cyst ("cyst on my ovaries"), the first episode of arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), discomfort ("discomfort"), abdominal pain ("pain in abdominal area / just a normal cramping "), general body pain ("sore"), aphasia ("trouble with word finding spell"), eye movement disorder ("eye twitches"), breast pain ("painful breast"), urinary tract infection ("uti"), burning sensation ("burning"), pain nos ("pain"), near death experience ("my uterus ruptured and nearly died (I have full life and death experience)"), the second episode of arthralgia ("pain hip"), pain back ("pain back"), the second episode of weight loss poor ("nability to lose weight"), the second episode of ovarian cyst ("ovary cyst") and the second episode of fatigue ("vitamin d was super low and fatigue is the result") and was found to have vitamin d decreased ("vitamin d was super low and fatigue is the result"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovulation pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, urinary retention, adnexa uteri pain, suture related complication, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, discomfort, general body pain, aphasia, eye movement disorder, breast pain, vitamin d decreased and the last episode of fatigue outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, aphasia, back pain, breast pain, burning sensation, depression, discomfort, dyspareunia, dysuria, eye movement disorder, flatulence, general body pain, headache, memory impairment, migraine, nausea, near death experience, ovulation pain, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urinary tract infection, urticaria, vaginal discharge, vitamin d decreased, vomiting, the first episode of arthralgia, the first episode of fatigue, the first episode of ovarian cyst, the first episode of weight loss poor, pain back, pain nos, the second episode of arthralgia, the second episode of fatigue, the second episode of ovarian cyst and the second episode of weight loss poor to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia, pelvic pain concerning the injuries reported in this case, the following one were confirmed in patient¿s : aphasia concerning the injuries reported in this case, the following one/ones reported via social media : adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst.painful breast, eye twitches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new event (¿vitamin d was super low and fatigue is the result¿) were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ('pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt, my pain is mid mont like an ovulation') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride (zyrtec), ethinylestradiol;etynodiol diacetate (zovia), hydrocodone, lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migrain after essure procedure") and fatigue ("fatigue had just an overall feeling of exhaustion"). In (B)(6) 2013, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In (B)(6) 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and weight loss poor ("unable to lose weight/weight loss difficulty"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), ovarian cyst ("cyst on my ovaries"), arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), pelvic discomfort ("discomfort"), abdominal pain ("pain in abdominal area / just a normal cramping "), pain ("sore"), aphasia ("trouble with word finding spell"), eye movement disorder ("eye twitches"), breast pain ("painful breast"), urinary tract infection ("uti"), burning sensation ("burning"), near death experience ("my uterus ruptured and nearly died (I have full life and death experience)") and pain back ("pain back") and was found to have vitamin d decreased ("vitamin d was super low and fatigue is the result"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovulation pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, fatigue, urinary retention, adnexa uteri pain, suture related complication, ovarian cyst, arthralgia, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, pelvic discomfort, pain, aphasia, eye movement disorder, breast pain, near death experience, pain back and vitamin d decreased outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, weight loss poor, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, aphasia, arthralgia, back pain, breast pain, burning sensation, depression, dyspareunia, dysuria, eye movement disorder, fatigue, flatulence, headache, memory impairment, migraine, nausea, near death experience, ovarian cyst, ovulation pain, pain, pelvic discomfort, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urinary tract infection, urticaria, vaginal discharge, vitamin d decreased, vomiting, weight loss poor and pain back to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Discrepancy: removal date- (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia, pelvic pain concerning the injuries reported in this case, the following one were confirmed in patient¿s : aphasia concerning the injuries reported in this case, the following one/ones reported via social media : adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst.painful breast, eye twitches lot number: 975386 manufacture date: 2014-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (lot number requested unsuccessfully) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), headache ("headaches"), depression ("depression"), abdominal distension ("bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, headache, depression, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, depression, dyspareunia, headache, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt") in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride, ethinylestradiol;etynodiol diacetate (zovia), lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migrain after essure procedure") and fatigue ("fatigue had just an overall feeling of exhaustion"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In (B)(6) 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and weight loss poor ("unable to lose weight"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), ovarian cyst ("cyst on my ovaries"), arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), discomfort ("discomfort"), abdominal pain ("pain in abdominal area") and pain ("sore"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, fatigue, urinary retention, adnexa uteri pain, suture related complication, ovarian cyst, arthralgia, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, discomfort and pain outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, weight loss poor, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, depression, discomfort, dyspareunia, dysuria, fatigue, flatulence, headache, memory impairment, migraine, nausea, ovarian cyst, pain, pelvic pain, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urticaria, vaginal discharge, vomiting and weight loss poor to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia. Concerning the injuries reported in this case, the following one/ones reported via social media : adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet received. Events added: hives, bladder or urinary problems or changes: leakage with heavy exercise, bladder or urinary problems or changes: sneezing, migraines/increased migraine after essure procedure, vaginal discharge increased discharge above normal amounts, fatigue had just an overall feeling of exhaustion, incomplete bladder emptying, unable to lose weight, lower abdomen pain/cramping, discomfort. Events added from social media: sharp pains on my sides near my ovaries, I hurt on my right side, an ovulation like hurt, the coils and the fibers, together cause scaring, painful stitches in my side when standing or rolling over in bed, cyst on my ovaries, pain in my hip and back, my uterus ruptured, extreme nausea, vomiting, I'm still having significant surgical pain/ lack of pain control/I'm still a little sore, gas pain, trouble peeing, my memory is terrible since my surgery, discomfort. Event outcome was updated for the event: I'm still having significant surgical pain/ lack of pain control/I'm still a little sore. Lot no. Was added. Lab data was added. Concomitant drugs and conditions were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ("pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt") in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride, ethinylestradiol; etynodiol diacetate (zovia), lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migraine after essure procedure") and fatigue ("fatigue had just an overall feeling of exhaustion"). In (B)(6) 2013, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In (B)(6) 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and weight loss poor ("unable to lose weight"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), ovarian cyst ("cyst on my ovaries"), arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), discomfort ("discomfort"), abdominal pain ("pain in abdominal area") and pain ("sore"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovulation pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, fatigue, urinary retention, adnexa uteri pain, suture related complication, ovarian cyst, arthralgia, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, discomfort and pain outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, weight loss poor, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, depression, discomfort, dyspareunia, dysuria, fatigue, flatulence, headache, memory impairment, migraine, nausea, ovarian cyst, ovulation pain, pain, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urticaria, vaginal discharge, vomiting and weight loss poor to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia. Concerning the injuries reported in this case, the following one/ones reported via social media : adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ('pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt, my pain is mid mont like an ovulation') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride (zyrtec), ethinylestradiol;etynodiol diacetate (zovia), hydrocodone, lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migrain after essure procedure") and fatigue ("fatigue had just an overall feeling of exhaustion"). In june 2013, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In august 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In october 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In (B)(6) 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and weight loss poor ("unable to lose weight/weight loss difficulty"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), ovarian cyst ("cyst on my ovaries"), arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), discomfort ("discomfort"), abdominal pain ("pain in abdominal area / just a normal cramping "), pain ("sore"), aphasia ("trouble with word finding spell"), eye movement disorder ("eye twitches") and breast pain ("painful breast"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the ovulation pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, fatigue, urinary retention, adnexa uteri pain, suture related complication, ovarian cyst, arthralgia, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, discomfort, pain, aphasia, eye movement disorder and breast pain outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, weight loss poor, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, aphasia, arthralgia, back pain, breast pain, depression, discomfort, dyspareunia, dysuria, eye movement disorder, fatigue, flatulence, headache, memory impairment, migraine, nausea, ovarian cyst, ovulation pain, pain, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urticaria, vaginal discharge, vomiting and weight loss poor to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia, pelvic pain concerning the injuries reported in this case, the following one were confirmed in patient¿s : aphasia concerning the injuries reported in this case, the following one/ones reported via social media : adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst.painful breast, eye twitches quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event "painful breast, eye twitches" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ('pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt, my pain is mid mont like an ovulation') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride (zyrtec), ethinylestradiol;etynodiol diacetate (zovia), hydrocodone, lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migrain after essure procedure") and fatigue ("fatigue had just an overall feeling of exhaustion"). In (B)(6) 2013, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In (B)(6) 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and weight loss poor ("unable to lose weight/weight loss difficulty"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), ovarian cyst ("cyst on my ovaries"), arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), discomfort ("discomfort"), abdominal pain ("pain in abdominal area / just a normal cramping "), pain ("sore"), aphasia ("trouble with word finding spell"), eye movement disorder ("eye twitches") and breast pain ("painful breast"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovulation pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, fatigue, urinary retention, adnexa uteri pain, suture related complication, ovarian cyst, arthralgia, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, discomfort, pain, aphasia, eye movement disorder and breast pain outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, weight loss poor, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, aphasia, arthralgia, back pain, breast pain, depression, discomfort, dyspareunia, dysuria, eye movement disorder, fatigue, flatulence, headache, memory impairment, migraine, nausea, ovarian cyst, ovulation pain, pain, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urticaria, vaginal discharge, vomiting and weight loss poor to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following one were confirmed in patient¿s : aphasia. Concerning the injuries reported in this case, the following one/ones reported via social media : adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst.painful breast, eye twitches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received event "painful breast, eye twitches" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ('pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride (zyrtec), ethinylestradiol;etynodiol diacetate (zovia), hydrocodone, lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migrain after essure procedure") and fatigue ("fatigue had just an overall feeling of exhaustion"). In (B)(6) 2013, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In october 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In may 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In may 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and weight loss poor ("unable to lose weight/weight loss difficulty"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), ovarian cyst ("cyst on my ovaries"), arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), discomfort ("discomfort"), abdominal pain ("pain in abdominal area"), pain ("sore") and aphasia ("trouble with word finding spell"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovulation pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, fatigue, urinary retention, adnexa uteri pain, suture related complication, ovarian cyst, arthralgia, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, discomfort, pain and aphasia outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, weight loss poor, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, aphasia, arthralgia, back pain, depression, discomfort, dyspareunia, dysuria, fatigue, flatulence, headache, memory impairment, migraine, nausea, ovarian cyst, ovulation pain, pain, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urticaria, vaginal discharge, vomiting and weight loss poor to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following one were confirmed in patient¿s : aphasia. Concerning the injuries reported in this case, the following one/ones reported via social media : adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs and social media received: new event " trouble with word finding, spelling" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ('pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt, my pain is mid mont like an ovulation') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride (zyrtec), ethinylestradiol;etynodiol diacetate (zovia), hydrocodone, lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migrain after essure procedure") and fatigue ("fatigue had just an overall feeling of exhaustion"). In (B)(6) 2013, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In (B)(6) 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and the first episode of weight loss poor ("unable to lose weight/weight loss difficulty"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), the first episode of ovarian cyst ("cyst on my ovaries"), the first episode of arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), discomfort ("discomfort"), abdominal pain ("pain in abdominal area / just a normal cramping "), general body pain ("sore"), aphasia ("trouble with word finding spell"), eye movement disorder ("eye twitches"), breast pain ("painful breast"), urinary tract infection ("uti"), burning sensation ("burning"), pain nos ("pain"), near death experience ("my uterus ruptured and nearly died (I have full life and death experience)"), the second episode of arthralgia ("pain hip"), pain back ("pain back"), the second episode of weight loss poor ("nability to lose weight") and the second episode of ovarian cyst ("ovary cyst"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovulation pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, fatigue, urinary retention, adnexa uteri pain, suture related complication, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, discomfort, general body pain, aphasia, eye movement disorder and breast pain outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, aphasia, back pain, breast pain, burning sensation, depression, discomfort, dyspareunia, dysuria, eye movement disorder, fatigue, flatulence, general body pain, headache, memory impairment, migraine, nausea, near death experience, ovulation pain, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urinary tract infection, urticaria, vaginal discharge, vomiting, the first episode of arthralgia, the first episode of ovarian cyst, the first episode of weight loss poor, pain back, pain nos, the second episode of arthralgia, the second episode of ovarian cyst and the second episode of weight loss poor to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following one were confirmed in patient¿s : aphasia. Concerning the injuries reported in this case, the following one/ones reported via social media: adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst.painful breast, eye twitches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events ovary cyst, hip pain, back pain, my uterus ruptured and nearly died (I have full life and death experience) and inability to lose weight were added. Reporter was added. On 20-mar-2020: new events uti, burning and pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ('pain/I hurt on my right side/I hurt on my right side, an ovulation like hurt, my pain is mid mont like an ovulation') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, blood transfusion, colonoscopy and ruptured uterus. Concurrent conditions included stress urinary incontinence, vaginal prolapse, hematuria, abdominal pain, pelvic congestion syndrome and mental function decreased. Concomitant products included cetirizine hydrochloride (zyrtec), ethinylestradiol;etynodiol diacetate (zovia), hydrocodone, lorazepam and oxybutynin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse) sex was very uncomfortable after essure"), migraine ("migraines/increased migrain after essure procedure") and the first episode of fatigue ("fatigue had just an overall feeling of exhaustion"). In (B)(6) 2013, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain:sharp pains on my sides near my ovaries"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage with heavy exercise") and sneezing ("bladder or urinary problems or changes: sneezing"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge increased discharge above normal amounts"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes or skin conditions :type: unexplained rashes/rashes or skin conditions-type:unexplained rashes in various parts of my body/I still break out some") and urticaria ("rashes or skin conditions-hives"). In (B)(6) 2015, the patient experienced urinary retention ("injury(ies) or complication (s) please describe:incomplete bladder emptying") and the first episode of weight loss poor ("unable to lose weight/weight loss difficulty"). On an unknown date, the patient experienced depression ("depression"), abdominal distension ("bloating/abdominal swelling"), abdominal pain lower ("lower abdomen pain/cramping"), suture related complication ("painful stitches in my side when standing or rolling over in bed"), the first episode of ovarian cyst ("cyst on my ovaries"), the first episode of arthralgia ("pain in my hip and back"), back pain ("pain in my hip and back"), nausea ("extreme nausea"), vomiting ("vomiting"), procedural pain ("I'm still having significant surgical pain/ lack of pain control/I'm still a little sore"), flatulence ("gas pain"), dysuria ("trouble peeing"), memory impairment ("my memory is terrible since my surgery"), discomfort ("discomfort"), abdominal pain ("pain in abdominal area / just a normal cramping "), general body pain ("sore"), aphasia ("trouble with word finding spell"), eye movement disorder ("eye twitches"), breast pain ("painful breast"), urinary tract infection ("uti"), burning sensation ("burning"), pain nos ("pain"), near death experience ("my uterus ruptured and nearly died (I have full life and death experience)"), the second episode of arthralgia ("pain hip"), pain back ("pain back"), the second episode of weight loss poor ("nability to lose weight"), the second episode of ovarian cyst ("ovary cyst") and the second episode of fatigue ("vitamin d was super low and fatigue is the result") and was found to have vitamin d decreased ("vitamin d was super low and fatigue is the result"). The patient was treated with ibuprofen, steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovulation pain, depression, abdominal distension, urinary incontinence, sneezing, migraine, urinary retention, adnexa uteri pain, suture related complication, back pain, nausea, vomiting, flatulence, dysuria, memory impairment, discomfort, general body pain, aphasia, eye movement disorder, breast pain, vitamin d decreased and the last episode of fatigue outcome was unknown, the rash, headache and urticaria was resolving, the dyspareunia, vaginal discharge, abdominal pain lower and abdominal pain had resolved and the procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, aphasia, back pain, breast pain, burning sensation, depression, discomfort, dyspareunia, dysuria, eye movement disorder, flatulence, general body pain, headache, memory impairment, migraine, nausea, near death experience, ovulation pain, procedural pain, rash, sneezing, suture related complication, urinary incontinence, urinary retention, urinary tract infection, urticaria, vaginal discharge, vitamin d decreased, vomiting, the first episode of arthralgia, the first episode of fatigue, the first episode of ovarian cyst, the first episode of weight loss poor, pain back, pain nos, the second episode of arthralgia, the second episode of fatigue, the second episode of ovarian cyst and the second episode of weight loss poor to be related to essure. The reporter commented: it was noted bilateral that the distal end of the inner coil is with in the tube and 50% either inner coil is trailing in to the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraines, urinary incontinence, stress urinary incontinence, dyspareunia, pelvic pain concerning the injuries reported in this case, the following one were confirmed in patient¿s : aphasia concerning the injuries reported in this case, the following one/ones reported via social media : adnexa uteri pain, ovulation pain, scar, arthralgia, back pain, nausea, vomiting, procedural pain, flatulence, dysuria, memory impairment, ovarian cyst.painful breast, eye twitches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new event (¿vitamin d was super low and fatigue is the result¿) were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.